Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, scratched case, and label damage. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify missing segments or partial display and keypad unresponsive or button error alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer reported that the insulin pump had partial display and got stuck button alarm. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.